Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory also indicated that the r-wave sensing amplitude had diminished.

Event description:
It was reported that the right ventricular (rv) lead has high and variable thresholds and diminished r waves. The patient was subsequently evaluated and is doing well. The patient will be monitored and a lead revision will be performed if necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.